Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the motor was running slow. The case was completed with another device with no adverse patient consequence.

Manufacturer narrative:
(B) (4) - insufficient drive of disposable: conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.